Manufacturer narrative:
Devices not returned. Customer unresponsive. Investigation conclusion: although a lot number could not be obtained, an investigation was performed on all retained lots of this product within expiration. Retained devices were tested with qc cutoff standard (25 miu/ml) and clinical high hcg-positive (206.17-217.10 iu/ml) urine samples. Results were read at 3 minutes and all devices produced expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lots met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate the samples were not first morning urine collections. Insufficient information was provided to determine deviations in technique or sample related issues as the number of drops used on the test, the interpretation time and the sample's color/clarity was not provided. As stated in the product insert, transfer 3 full drops of urine (approx. 100 ul) to the specimen well of the test cassette. Read the result at 3-4 minutes. A first morning urine specimen is preferred since it generally contains the highest concentration of hcg; however, urine specimens collected at any time of the day may be used. Urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
Unspecified date: false negative result 1x on the cardinal health hcg urine cassette. The patient was not provided or withheld treatment nor were there changes in medication due to the hcg results reported. No adverse patient outcome reported. Customer was not the end-user, unable to provide any details- no additional information will be provided. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert (pi). Technical services specialist informed customer per the pi: urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. False negative results may occur when the levels of hcg are below the sensitivity level of the test and very dilute urine specimens, as indicated by specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Run controls on each new lot, each new shipment, monthly as a check on storage, each new untrained operator, and as otherwise required by your lab internal quality system procedures.